Event description:
It was reported via a legal tolling agreement that a male patient, right knee initially implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2022 approximately 11 years 10 months post the initial implant procedure for unknown reasons. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
No device return anticipated due to this being a legal case.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
Added info to e4. H6: investigation results - the revision reported was likely the result of prosthesis wear and a degradation of the bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for approximately 12 years. The extent and root cause of the prosthesis wear cannot be determined as the device(s) were not returned for evaluation, and images, radiographs, and operative notes were not provided.